Manufacturer narrative:
H.6 continued: f2203. Phone (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare provider reported left side implant rupture. Device has been explanted and replaced with a non-allergan device.

Event description:
Healthcare provider reported left side implant rupture. Device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, a broken in the posterior side with non-penetrating nicks assessed as to surgical impact (shell thickness was within specification). Additional observations: crease flat observed in the device. Brown particles observed in the surface of the shell. No further actions are required as the device was implanted.